Event description:
During a procedure, stylet on the unit allegedly failed to return to its proper position to cover the needle. The device history record review indicated there was no lot specific problem.